Event description:
Pulmonary services staff member called to look at a ventilator that was alarming. When staff member arrived, he saw that the "high rate" and "over temp" alarms were sounding and that the ventilator was not cycling or delivering volumes to patient. Patient was taken off machine and manually resuscitated until ventilator was switched out. Patient appeared to suffer no deterious effects because of machine failure. Failed machine was taken to pulmonary services department where it was set up and turned on and exhibited the same problems. Clinical equipment services was notified and came to look at machine. Upon evaluation by ce engineer, it was determined to call in a manufacturer's field service rep. To troubleshoot and correct the problem. The field service rep. Arrived and after evaluation of machine found the problem to be a faulty circuit board. The circuit board was replaced and the ventilator functioned with no problemsdevice not labeled for single use. Patient medical status prior to event: invalid data. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-mar-92. Service provided by: manufacturer. Invalid data - service records availability. No imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, electrical tests performed. Results of evaluation: circuit board. Conclusion: device failure directly contributed to event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device repaired and put back in service, other. Invalid data - on device destroyed/disposed of status.